Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have uunspecified illness, has an burning smell, strange odor, burning/smoke/electrical odor, diffculty breathing/short of breath. The patient did receive medical intervention and reported to be on hospice care. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were six errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 corrected /updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a unspecified illness. The patient did receive medical intervention and reported to be on hospice care. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.